Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the pump was "malfunctioning". Customer declined troubleshooting with tandem technical support regarding the malfunction. Customer¿s blood glucose level was 112 mg/dl. The customer reverted to an alternate method in insulin therapy.